Event description:
Patient developed choroidal hemorrhages and decompression of the eye during pars plana vitrectomy for retinal detachment. The theory is fluid entered the air line during air-fluid exchange. Biomed and the alcon representative could not duplicate the alleged difficulty. The patient's eye is stable as of today but final outcome is unknown at this time.